Event description:
Procedure: hernia. According to the reporter, the handle cracked when it was squeezed. No pt injury.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated (B) (4), 2010.